Event description:
It was reported patient underwent a right femoral fracture fixation procedure in 1994 with unknown product. Subsequently, patient was revised on (B)(6) 2014 due to a femoral recurrent fracture. The femoral plate was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to a fractured plate. The femoral plate was removed and replaced.

Manufacturer narrative:
Evaluation of the returned device found scratches along the lateral side and confirmed the plate had fractured at the second row of distal holes. The fracture surfaces suggest lateral side fatigue fracture. The most likely cause of failure is excessive force due to delayed or non-union of fracture site.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4)